Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away secondary to ischemic bowel and massive coagulopathy. It was reported that the outcome was not device or therapy related. The device will not return for evaluation.

Event description:
The cause of the ischemic bowel and massive coagulopathy was the patient¿s abdomen being distended from the beginning throughout the case consistent with third spacing of fluid. It was noted that the foley catheter drained appropriately so the site believed this distension was most likely secondary to ischemic bowel. The patient's massive coagulopathy was consistent with poor liver function and/or sepsis. It was noted that venoarterial extracorporeal membrane oxygenation was required due to profound hemodynamic instability and poor oxygenation. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas, serial number (B)(6), was reportedly not explanted for evaluation and no autopsy was performed. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists hepatic dysfunction, sepsis, respiratory failure, and death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.